Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no abnormalities were found by the physician during a dye study, which was performed on an unknown date. The patient had reported some increased pain, and requested a catheter revision. During explant, there was noted to be an absence of a metal tip on the distal segment of the catheter. The remainder of the catheter appeared normal, and a dye study was performed intra-operatively for visualization/location of the catheter for incision, which the catheter appeared normal without leakage. The pump was being used to deliver dilaudid and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information received reported that there was a leak in the patient's catheter, confirmed by catheter dye study. There had been no traumas, falls or accidents. The catheter was repaired/replaced and it resolved the pain issue. The cause of the event was never found.